Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer changed supplies to address the issue. Additionally, it was reported that the pump touch screen "would go dark, but still notify user of alerts." Reportedly, the customer contined to use the pump for insulin delivery. Customer's blood glucose was 58-68 mg/dl.